Manufacturer narrative:
The sample device is indicated as unavailable for return. Without such evidence to examine the customer complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
Nurse inserted the PICC. When nurse attached the micro-bore extension set to the hub of PICC, hub cracked. PICC was removed and new PICC placed.